Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found to have multiple episodes of ventricular tachycardia and was given medication and reprogramming was performed. A nieps procedure was performed, and atp did not successfully treat the induced ventricular tachycardia. Further programming changes were made. The patient remained in the hospital due to unrelated reasons.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that when the patient presented to the emergency department with complaints of weakness and dizziness, device interrogation revealed slow ventricular tachycardia that was treated with atp therapy. Programming changes were made.